Manufacturer narrative:
The third party technician was unable to duplicate the reported issue. The unit was run at insp press of 15, peep 3 he is getting 19. The technician was advice to see if hot wire flow sensor is being used and calibrate the inspiratory pressure transducer and let run for few hours. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit was on a patient on (pressure control synchronized intermittent mandatory ventilation) pc simv mode, insp pressure 19, peep (positive end-expiratory pressure) 6, high ppeak (peak pressure) alarm at 33 and unit alarming. The customer confirmed that there is no patient harm associated in this reported event.